Event description:
Information was received indicating that a smiths medical pneupac parapac plus was cycling on and off. It was reported that a new battery had been inserted but still was giving a low-pressure alert along with a low battery alert. There were no reported adverse effects.